Event description:
It was initially reported to philips that the device failed during battery calibration. Upon further investigation, the customer's reported problem was identified to be that the ac led was not functioning properly. There was no reported patient involvement.